Manufacturer narrative:
H10: the actual device was not available; however, two (2) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including clear passage and pressure testing; and the devices performed according to product specifications. Additional priming testing was performed, and no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date of april 2021 (also reported as "for the past two weeks". Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported ten (10) one-link non-dehp microbore catheter extension sets would not flow. It was further reported, "when the nurse connected the IV connector the are not able to draw blood as the tubing has no suction to draw up the blood and end up using a syringe to draw up the blood". There was no patient injury or medical intervention associated with this event. No additional information is available.